Event description:
The report stated that during a tubal ligation the jaws of the ligasure handpiece would not open after the device was applied. The jaws had to be forced open. There was no injury to the pt. The procedure was a laparoscopic bilateral salpingoopherectomy.

Manufacturer narrative:
Valleylab is in contact with the site to negotiate the return of the incident device for eval.